Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to press the buttons more than once to get the insulin pump to respond and the up and down buttons were wearing out. The customer's blood glucose level was unknown at the time of the incident. The insulin pump had unexplained or random no delivery alarms, diminished battery life and the customer had to change batteries sooner. The device will not be returned for analysis.